Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with his blood and sensor glucose readings. His sensor glucose reading was around 30 mg/dl to 40 mg/dl but his blood glucose level was 300 mg/dl. The insulin pump also alarmed the customer of a high blood glucose level, when he was actually running low. The product was not returned. Nothing further to report.